Event description:
The investigation has determined that a non-reproducible, higher than expected troponin I es (tropi es) result was obtained from a patient sample when tested using vitros tropi es lot 4222 on a vitros 5600 integrated system. Result of 0.073 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, tropi es result was obtained from a patient sample when tested using vitros tropi es lot 4222 on a vitros 5600 integrated system. The cause of the event was user error. A uwr bottle containing water was on board the instrument when the non-reproducible, higher than expected vitros tropi es result of 0.073 ng/ml was obtained. It was not determined why a uwr bottle containing water was on board the instrument, but the customer was troubleshooting instrument issues on the vitros 5600 integrated system when the patient sample was run. Once the issue with the uwr bottle was identified, the customer replaced the compromised uwr bottle containing water. The auxiliary waste was then emptied and washes were run on the instrument several times. Qc fluids were run following actions by the customer with no issues. Diagnostic precision testing on the instrument was within acceptable guidelines following identification of the issue and maintenance on the instrument. (B)(4).